Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that post rotablator, an attempt was made to deliver the promus stent, using some force; however, it could not cross the lesion and upon removal, the stent came off the stent delivery system (sds) inside the pt in the right coronary artery (rca). The physician snared the stent out successfully. The procedure was completed with angioplasty only. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.